Event description:
Tissue implant for and hernia operation. While gore-tex soft tissue implanted, pt ran 102 degrees post-operative temperature. Pt told them it must be the gore-tex patch. Pt was dismissed six days later. Went back 26 days later to the e.r. Then transferred by ambulance to a local hosp. Went through e.r. Then admitted upon the floor and dismissed 3 days later with abdominal pains. Clinical visits from 2000. The gore-tex did not come out until 2002. More surgeries to go as in the future. Lots of wound debriding.